Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the instrument was assembled and a green light was noted. It stopped working during the procedure and a strange sound was heard. A new dissector was opened, and the same battery and generator were attached and the new instrument worked with no further issues. Following the procedure after the incident device was removed from the operation room, the tip of the device broke off. It was found on the floor in the area where the device was being packaged for return to the manufacturer. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary one scd396 device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide showed cracks. The tip had broken off during product evaluation. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the cracking. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. This contact caused the waveguide to crack. During usage or product evaluation, the cracks could propagate to cause the break off of the tip. No components had disengaged from the device when the device was received for product investigation and no abnormal noises were heard. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) notes that device users should visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.